Event description:
It was reported that the pump fell in the water. Reportedly the customer is experiencing ¿button/charging issues¿ on the pump from the water exposure and the pump is ¿totally dead¿. Customer used manual injections as back up therapy. Customer¿s blood glucose was 540 mg/dl. Customer addressed the elevated bg with a correction injection via manual insulin therapy.

Manufacturer narrative:
Per the tandem user guide: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. Your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
Remove h10 add h3 remove h10 add h3.